Manufacturer narrative:
The aes-90sc arthroscopic energy 90 degree probe is expected to be returned for evaluation. However, as of this filing, the "used" probe has not yet been returned to conmed corporation from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe with the aes-1 generator in a shoulder arthroscopy procedure on (B)(6) 2017, the surgeon noticed "burn marks" on the probe and this prompted the return of the device for evaluation. This was noticed immediately after the surgeon activated the probe. Other than the burn marks noted on the probe, there were no broken fragments or detached parts observed in the surgical site. There was no patient injury or surgical delay and the procedure was otherwise completed as planned despite the good faith effort, no patient demographic information could be obtained from the user facility. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
Device evaluation: the used/damaged arthroscopic energy 90 degree probe was returned for evaluation. Visual examination of the device determined the device has dielectric failure due to reduced insulation thickness. The mechanical damage done to the insulation reveals this device has contact with another instrument or cannula. Manufacturer report: the aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. Of this lot containing (B)(4) units there have been two additional complaints received for this failure. A two-year review of complaint history for this device family shows there have been a total of 25 reports involving (B)(4) units related to this failure mode. In this same timeframe, (B)(4) units have been sold worldwide which makes the occurrence rate of this failure (B)(4) percent. A review of the device history record found no anomalies or non-conformance's noted during the manufacturing process that could have caused or contributed to this reported issue. A risk analysis was performed and the risk was deemed acceptable. To prevent damage to the product and potential serious injury to the patient, the device' instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This issue will continue to be monitored through the complaint system.